Event description:
A report was received that the patient's lead was broken. The patient will undergo revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein lead was replaced. The patient was doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was broken. The patient will undergo revision.

Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation due to the broken lead. The broken lead was confirmed through an x-ray examination.

Event description:
A report was received that the patient's lead was broken. The patient will undergo revision.